Manufacturer narrative:
Insulin pump was received with no act button response due to flattened button dome switch. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are not responding. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.